Event description:
It was reported during a lung wedge resection when the instrument fired it did not cut at the distal or proximal end of the staple line. To complete the case the surgeon used scissors to cut the lung tissue and used an endoscopic clip applier to clip where they cut. There was no consequence to the pt. 1/7/1998 the rep reports the event occurred on the initial firing. The device fired all the staples with good formation but it did not cut tissue all the way through. There was no staple line breakage and it was reported the ez45b closed easily when fired.